Manufacturer narrative:
(B)(4). The insulin pump passed self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. No excessive no delivery alarms noted during testing. Unable to complete functional test including displacement test and occlusion test due to missing retainer. The pump was received with scratched lcd window, keypad overlay texture damage, cracked keypad at select button, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump was damaged; the clear ring came loose from the customer's reservoir compartment. Additionally, the customer kept receiving multiple no delivery alarms. The patient's blood glucose at the time of incident was 265 mg/dl. Troubleshooting was initiated and the caller did not recall any significant events that led to the physical damage. The insulin pump was returned for analysis.